Event description:
The resident was being lifted from the chair to the bed when the lift allegedly started to lower on its own slowly, causing the consumer to get her leg twisted underneath her and broke her leg.

Manufacturer narrative:
Info received that a pt fell during a transfer from their lift to their bed. The lift allegedly started to lower on its own. No history of a product problem. Device has been in use for 2 yrs with no reported incidents. Current user guide covers proper transfer methods and use. MDR filed based on injury.